Manufacturer narrative:
The insulin pump was monitored for a day with no overheating or hot battery anomalies noted; no punctures on the isolation tape on the lcd board noted. Filled an infusion set and performed a manual bolus; no air bubble anomalies noted during our testing. No unexpected display anomalies or finish loading anomalies noted during our testing. The insulin passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 517 mg/dl. The customer had symptoms such as a tummy ache. The customer treated for high readings by doubling her insulin. The customer stated that the screen was blurry and had a bit discoloration. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer stated that the pump was overheated and declined to troubleshoot.